Event description:
Initial result for a patient sodium was 124 mmol/l. When repeated, the result was 135 mmol/l. The incorrect result was not used to guide therapy. The account believes the issue is sample specific.